Event description:
The manufacturer received information alleging a ventilator failed to power on, and a thermal event occurred. There was no harm or injury reported. The device has not been returned to the manufacturer and at this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned.